Manufacturer narrative:
Additional info: serial #: (B)(4). This device failure is reported as a result of a previous, similar failure associated with a pt falling off the mattress. We have received 75 complaints of weld failures in the top cover of this design, with one failure associated with pt injury. This design was discontinued in (B)(6) 2006.

Event description:
This is a repeat product defect occurrence for previous MDR 1041130-2007-00001 with a report date of 03/13/2007, pressure guard easy air, an alternating pressure mattress, for weld failure in the top cover fabric. This customer complaint is for failure for two mattresses. These events did not result in an adverse event for pt.